Event description:
On 04/28/08 - rn, alleged while raising the head section, the head section twisted to the right. There were no injuries reported. Tsr rep stated that he found that the head section was dislodged from the slider pivots. Rep replaced the head section weldment, etc.